Event description:
It was reported by service report that the customer alleged that the head of bed was stuck down. However, the service technician was unable to duplicate the failure and found the jack to be working to specification. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.